Event description:
It was reported that prior to surgery, sjm representative attempted to initiate communication with the ipg. The programmer was unable to locate the ipg at all. Several attempts were made to establish communication to no available. The same programmer was then used to communicate with another new ipg which worked well without issues. This ipg was then used to complete the case. The malfunctioned ipg was returned for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.